Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed for the catheter. The catheter was received with the broken helix part inside the catheter. The tube had a strong kink at 18 cm from the tip of the catheter. The broken helix was retrieved from the tube and was found broken at 16.5 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported helix break issue. A clear root cause could not be established based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 expiration date: 01/2027. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the calcified right common femoral artery to right superficial femoral artery via the left common femoral artery contralateral approach, the tip of the catheter was allegedly broken in the sheath, while the physician was removing the catheter out the sheath. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the calcified right common femoral artery to right superficial femoral artery via the left common femoral artery contralateral approach, the tip of the catheter was allegedly broken in the sheath, while the physician was removing the catheter out the sheath. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2027) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.